Event description:
Reference MDR #1219856-2012-00032 for the first event, MDR #1219856-2012-00033 for the second event and MDR #1219856-2012-00035 for the fourth event involving the same patient. It was reported that the female patient was in the intensive care unit and the third intra-aortic balloon (iab) was inserted into the same right femoral insertion site without any issues. No sheath was used this time. After a short time again the helium loss alarmed. As a result, the iab was removed successfully. The patient outcome is unchanged during this time.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.